Manufacturer narrative:
A1: patient identifier: requested, not provided due to rgpd. A2: age & date of birth: requested, not provided due to rgpd. A3: patient sex: requested, not provided due to rgpd. A4: weight: requested, not provided due to rgpd. A5: ethnicity: requested, not provided due to rgpd. A6: race: requested, not provided due to rgpd. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. H4: device manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal anchor wasn't attached to the delivery system. When the device was ready to be removed to compress the collagen, the wire wasn't present. Confirmation of the piece in the patient at the bone. Additional information (B)(6) 2023: the procedure for the patient was an arteriography. A 5fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Difficulty during deployment detail was the wire was not attached to the handle. When the device was pulled the handle goes away. Hemostasis was achieved by manual pressure. Blood loss was minimal. The patient was in stable condition. No concomitant medical products used with the angio-seal. Puncture site was at the upper level of the common femoral artery bifurcation. The patient had no disease or dissection present in the access site artery. Angiogram testing was performed to diagnose the occlusion/thrombosis. Distal pulse was present. No medical or surgical intervention was performed to treat the occlusion. No additional force was pulled during deployment. It was confirmed that the anchor was left in the patient. The collagen deployed in the fat of the patient. Ultrasound (us) testing was performed to locate the anchor. Location of the anchor was in the vessel.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. Although it was reported that anchor was left in the patient and the collagen deployed, this was unable to be confirmed. The anchor and collagen were found to have been present within the returned device, and the device condition was consistent with a non-deployment event. Functional testing was performed, and the device was able to deploy properly. As a result, the complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).